Event description:
It was reported a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. 55 day echocardiogram performed showed the closure device stable at laa ostium with no leak present. 64 days post index procedure, the patient presented to the hospital with bilateral tremulousness in upper extremities, chest pain, with a suspected stroke. The symptoms lasted several hours. By the time the diagnostics (labs, computed tomography (CT) scan, and magnetic resonance imaging (MRI) scan) were finished, symptoms dissipated. The physicians saw evidence of a transient ischemic attack (tia) and not a stroke. MRI results showed no acute infarction, hemorrhage, or intracranial mass lesion. At the time of the event, the patient was still on rivaroxaban. The patient had a oral medication change/adjustment other than antithrombotic, performed as the corrective action to the event. The patient spent two (2) nights admitted to the hospital and then was discharged home.